Manufacturer narrative:
(B)(4). It is indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This information was captured based on literature review: it was reported that prior to a transfemoral transcatheter aortic valve implantation (tavi) procedure, pre-close placement of the sutures was attempted of an unspecified vessel using a prostar xl device. Reportedly, following failure of therapeutic access pre-closure by prostar xl a non-abbott endoprosthesis was deployed to achieve hemostasis.

Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event estimated as date of publication, 02/15/2013. (B)(4).